Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user reported high blood glucose (bg) for two hours and disconnected from the ilet, opting for manual insulin treatment. They planned to reconnect after the insulin cleared and needed assistance with a site change due to a bent cannula with the convatec inset (23", 6mm) teflon infusion set. Later, they felt unwell, vomited, and lacked ketone test strips. On (B)(6) 2025, after persistent high bg, they went to the hospital for manual insulin treatment and were discharged on (B)(6) 2025.